Event description:
It was reported that the patient presented in clinic due to inappropriate shock. The implantable cardioverter defibrillator (ICD) was reprogrammed. The patient was stable.

Event description:
It was reported that the patient presented in clinic due to inappropriate atp. The implantable cardioverter defibrillator (ICD) was reprogrammed. The patient was stable.

Manufacturer narrative:
Correction to b5 amend inappropriate shock to inappropriate atp.